Event description:
It was reported, the catheter was being placed into the patient's arm in IV therapy. During placement, the nurse was attempting to reposition the biosensor. She pulled back on the biosensor and it split exposing the two inner wires for about a six inch space. The two sections did not completely separate, however, the sensors in the biosensor no longer functioned. As a result, a new biosensor was opened and used to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
Complaint no. (B)(4). The device will not be returned.